Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. The radial reload was connected to the handle, and the jaws were opened/closed with no problem. The surgeon clamped the tissue and tried to squeeze the handle, but could not. The radial reload was replaced, but the same issue occurred. The reload was replaced again with a different kind, and the firing was completed with no problem. The surgeon said the tissue was not thick. No patient injury or extension in surgical time of 30 minutes or more. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the reloads were partially fired. Jaws were opened. There were staples protruding from proximal staple cartridge channels. The anvil clamping mechanisms were deformed. Pmv performed functional testing which included the reloads were loaded into a pmv instrument for functional testing. The reloads locked securely in place and was applied to test media. The interlock was overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The reloads¿ interlock was tested and found to function properly.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism condition may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become ava ilable, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.